Event description:
The dentist reported that the tapered implant failed. No other info was provided.

Event description:
Additional information discovered during the evaluation indicates that this was not a product malfunction related to the implant as initially reported. The information provided indicates that a surgical stint was fabricated too far facially and there was not enough bone on facial for the implant to be placed. This was not a failure of the implant, but rather a failure of the surgical stint to provide an location conducive for the placement of the implant.

Manufacturer narrative:
The investigation of this product has not yet been completed. An update will be provided once the investigation is complete.

Manufacturer narrative:
There was no device failure. Additional information indicates that a surgical device failed to provide the proper environment for implant placement.